Event description:
It was reported that a clearlink, paclitaxel set leaked. This was discovered during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
One actual sample was received for evaluation. A visual inspection was performed to the sample using the naked eye which revealed an improper assembly of the joint of the tubing and the white bushing. Functional tests which included a pressure test and a clear passage under water test were performed which revealed a leak at the joint of the tubing and the bushing. The reported condition was verified. The cause of the condition was an issue during a manual assembly step of the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.